Manufacturer narrative:
On 06/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. On 07/01/2016 a medtronic representative, following-up at the site, reported the inaccuracy was alleged to be 4-5 millimeters. On 07/06/2016 software analysis was unable to determine probable cause with information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, using an imaging system, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. They took two spins for t1-t12 and had the spine clamp on t11. After the spin the surgeon noted that the tactile probe was inaccurate on t5 and discontinued navigation. Later in the procedure, the surgeon checked accuracy with the passive planar and found it was off as well. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.